Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: vedr01 implantable pulse generator (ipg) 2013-(B)(6), 457445 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that post-implant, the right ventricular (rv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.